Event description:
Imagery was reviewed by an edwards lifesciences clinical imaging specialist. The imagery shows there is evidence of calcium on the anterior and lateral cusps. Additionally, the valve is well-expanded and is implanted slightly low (60/40 aortic: ventricular). Case information from the initial time of tavr indicated the valve had been implanted at 80/20 aortic: ventricular, suggesting the device may have migrated over time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on review of imagery and the engineer evaluation. The following sections of this report have been updated: additional information added to b5, corrected h6 device codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the valve migration is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The transcatheter valve calcification reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed by the clinical imaging team, and the following was noted: valve was well-expanded and implanted slightly low (60 aortic/40 ventricular). There was evidence of calcium on the anterior and lateral cusps. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The transcatheter valve calcification was confirmed based review of the imagery. The existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, the patient had a medical history of chronic kidney disease (ckd), and was receiving hemodialysis treatment, which are well-known factors for developing bioprosthetic valve calcification. As such, available information suggests that patient factors (ckd) may have contributed to the valve calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve was reported to be failing after approximately 2 years and 4 months post implant in the aortic position. Additional information was received from the site. The patient is experiencing symptoms of heart failure (shortness of breath, dyspnea on exertion, lower extremity edema). Initial 1-month follow-up echo showed gradient 18mmhg, 1-year gradient was 14mmhg. Echo performed 2 years and 1 month post-implant showed mean gradient increased to 26mmhg and ndsi 0.24, suggesting at least mild-to-moderate prosthetic valve stenosis. Trace aortic valve regurgitation was present. Patient has been in and out of hospital with atrial fibrillation with rapid ventricular response (rvr) and heart failure for the last several months. Patient continues to also require hemodialysis, remains anemic, and is on anti-coagulation for atrial fibrillation. Echo performed 2 years and 2 months post-implant showed ef 48%, mean gradient 39mmhg, and peak velocity 4.05 m/s. Tee performed at another hospital reportedly revealed lvef=60%, decreased left av leaflet mobility and severe aortic stenosis, no aortic regurgitation. The patient's anticoagulation medication was switched to another brand and the patient is being referred to the structural heart clinic to review testing, and for possible need of reintervention of their sapien 3 ultra valve. Ccta was performed 2 years and 3 months post-implant. The imaging quality of the ccta is suboptimal due to tachycardia. The leaflets in limited views appear to be normal thickness and not thickened. There is some calcification noted around the tavr cage with a small amount protruding through the cage. The current plan is to treat the patient with anticoagulant medication and tte will be repeated in 1 month. However, as it was reported that the valve is failing and may possibly undergo reintervention, this event is being reported on a conservative basis.